Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. The infusion set and cartridge was changed, and a bolus was delivered to address bg level. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received.